Event description:
As reported, after the procedure, the plug of the 5f exoseal vascular closure device (vcd) was pulled out, resulting in failure to achieve hemostasis. Hemostasis was achieved using manual compression. There was no reported injury to the patient. The exoseal vcd was stored according to the instructions for use (IFU) and was prepared in accordance with IFU instructions prior to use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.